Event description:
It was reported that at implant device went into back up mode after induced vf. It was noted that the device lost telemetry and had to shock externally. Physician felt device vibrate. Device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory and was due to external defibrillation delivered during implant. It is believed that the ICD was charging when the external defib was applied which resulted in one or more of the igbts being damaged. The vibration noted in the field event was due to the por.